Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 266 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer performed troubleshooting and did not found air bubbles and setting issues. The insulin pump will be returned for analysis.